Manufacturer narrative:
According to the report, upon opening the sterile towel, "a chewed peanut fell out and fell into the surgical site (thorax) of the patient". The report stated the peanut was retrieved, but there was no report of any adverse reaction related to the incident. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the report, upon opening the sterile towel, "a chewed peanut fell out and fell into the surgical site (thorax) of the patient".